Manufacturer narrative:
The company representative confirmed and replicated the reported insufficient vacuum. The negative pressure was adjusted, the depth calibration was performed and patient interface (pi) clip sensor was replaced. The reported incomplete flap was unable to be confirmed, and the root cause unable to be determined conclusively. While there were multiple corrective actions taken to address the reported event, it remains inconclusive at this time which action was the determining factor in the root cause of the reported event. As such, the root cause remains inconclusive at this time. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed to ensure that the product was manufactured in compliance with the device master record. Based on assessment, the product met specifications. Based on the information obtained, the root cause of the reported event insufficient vacuum and incomplete flap creation cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during laser assisted flap creation, insufficient vacuum occurred. The flap creation was not completed on the same day. Another procedure will be performed when the patient's flap gets recovered.